Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a scheduled pacemaker implant, a visual anomaly of the device was seen prior to implant. A silver of metal was noted in the device header when the device was checked while still in the sterile packing. Device was not used and was replaced. The procedure was completed without adverse consequences to the patient. Patient's condition was stable.

Manufacturer narrative:
The reported field event of foreign material in the device header was not confirmed in the laboratory. Visual inspection identified a substance molded in the device epoxy header in the area between the two connector ports. It was determined that this material was non-metallic and acceptable according to the manufacturing operation and inspection instruction. The device was tested on the bench and no anomalies were found.